Manufacturer narrative:
The power cord was returned to the manufacturer for analysis. The cord was found to be fully functional with no problem found. However, it was noted that the cord was returned without the power plug.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power cord of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the batteries on the imaging system would not hold a charge. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: product and related fields updated to proper value.